Event description:
Customer reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted customer in resetting pump. The malfunction did not recur after reset, allowing customer to continue using pump with instructions to call back if issue recurs.